Event description:
The customer reported that a pt had a heart rate of 250 beats/minute, yet no alarm for extreme tachy or vtach was provided at the central station.

Manufacturer narrative:
The customer reported that they did not get an alarm at the info center for an extreme tachy or vtach alarm condition when they expected one for a pt who had a heart rate of 250 beats/minute. The limits were noted to be set for 150 beats/minute for an extreme tachy alarm and hr > 100 with >/= 5 pvcs in a row for vtach. The pt had a pacer that fired during this timeframe. The field service engineer contacted the customer at which time it was stated that a doctor had incorrectly programmed the pacemaker causing the noted condition, and that the appropriate alarm was in fact provided but was missed by the monitor tech. System operation was verified by the customer biomed department who deferred further on site eval. No further investigation or action is warranted. (B) (4)